Event description:
In 06, a pt was implanted with four gore tag thoracic endoprostheses to repair a thoracic aortic aneurysm. After the physician pulled the deployment knob for the second device, only the distal end of the device deployed. An aortogram revealed a severe aortic dissection extending into the ascending aorta. The pt was converted to open surgery. The proximal end of the second device was implanted in the dissected aorta. The physician explanted the second device and implanted two more devices to repair the aorta and exclude the aneurysm. The pt was removed from cardiopulmonary bypass and transported to the intensive care unit where the pt remains intubated and stable.

Manufacturer narrative:
The device was discarded by the facility. A review of the mfg paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: three add'l gore tag thoracic endoprostheses were implanted and remain functioning in the pt.